Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 260 mg/dl with a ketone level of 1+. The customer performed a system check and determined that the cartridge was the cause of the occlusion alarm. After changing the cartridge and the infusion set, a correction bolus was delivered to address the bg level.